Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed diagnostic testing. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a third party remote service engineer, the active exhalation control module was determined to be the failure. The service engineer recommended replacing the three-way solenoid valve and proportional valve to resolve the issue. A repair quote was sent to the customer and is awaiting approval confirmation in order to proceed with the repair.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator failed diagnostic testing. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a third party remote service engineer, the active exhalation control module was determined to be the failure. The service engineer recommended replacing the three-way solenoid valve and proportional valve to resolve the issue. The repair quote was approved, and the service engineer replaced the three-way solenoid valve. The service engineer states that the proportional valve was not needed. The device passed all testing. The section h coding has been updated to reflect this information.